Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that the patient was using his stimulator per normal daily use and randomly received a ¿shocking¿ sensation or surge in power for unknown reasons that was intolerable. He turned off the stimulator immediately and prior to turning it off he looked at his remote and there was a doctor picture. The patient didn¿t have any change in his normal use of his stimulator, and there were no falls associated. There was no change in use of his patient programmer, and no changes in the environment in which he was using the stimulator. On the day of the report, the manufacturer representative synched the patient programmer with the implantable neurostimulator while stimulation was off and the patient electively turned the stimulator on. The stimulator was still ¿shocking¿ the patient, but the doctor symbol did not appear in on or off mode. The patient was scheduled for further troubleshooting with a manufacturer representative on (B)(6) 2017. The issue was not resolved at the time of the report. No surgical intervention was planned or per formed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2017-apr-11. The rep stated that a different rep met with the patient and reviewed their issues. The best outcome at the time was determined to be to turn off/deactivate the patient¿s sensor. The patient¿s stimulation is working appropriately and no other reported issues were noted. Additional information was received from a rep on 2017-apr-11. The rep stated that it was unknown when the shocking began, troubleshooting included meeting with a different rep on (B)(6) 2017 and adaptive stimulation was disabled. The rep was uncertain what the cause was, but adaptive stim was disabled and the patient stated that the shocking sensation stopped. The shocking sensation was resolved at the time of the report. All information was confirmed with the physician/account. Additional information was received from a rep on 2017-apr-12. Impedance check on the leads was normal and the rep stated that they deactivated the sensor so the patient could manually control the amplitude. The patient stated that if they have another shocking episode they would let us know. No further complications were reported/are anticipated.